Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that the pump was alarming power error detected. The troubleshooting was performed and was assisted to cleared the alarm and reset the internal power source. The insulin pump will be returned for analysis.